Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient faced infusion set tape not sticking event (B)(6) 2026 due to product not adhering. The infusion was in use for one day. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.